Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in threshold to five volts at one millisecond and bumped up with an output of six volts at one millisecond. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).